Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment information was not reported. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis with culture positive for streptococcus was related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Correction to lot number h11b26107. A batch review was conducted for lot number h11b26107 and an exception was noted but does not indicate any issues related to the complaint.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11d20049, h11d07020 with no defects noted. A batch review was conducted for lot number h11b26107 with no exceptions or issues observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.